Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the pump battery could not be charged. The customer declined assistance from tandem technical support regarding the issue; therefore no additional information was obtained. There was no reported adverse effect to the customer's blood glucose level.